Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. One unused flexi-seal signal fms (1x1pk) was received. Complaint sample was forwarded to third party manufacturer for evaluation. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complainant stated "while demonstrating the product (the kit was new) the thread got struck to the luer-lock syringe and therefore not in the inflation port." Device was not used. No further information was provided.

Manufacturer narrative:
Updated: expiration date (03/2021). Correction: device manufacture date. A batch record review indicates no discrepancies. A physical sample has been received for this complaint, which was evaluated. As reported, the thread (valve) was displaced from the inflation port, and stuck to the luer-lock syringe. Review of four retain samples (4 fms devices) for lot number 16fm0408 shows that the appearance of the balloon/inflation port, catheter body and valve function are normal. Complaint simulation testing of two retain samples (2 fms devices) for lot number 16fm0408 shows that no leakage, abnormality, breakage, or thread (valve) coming out occurs when inflating with air and deflating. Therefore, the inflation port of the devices works properly. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).